Event description:
Lead migrated out of spine. Revision surgery is scheduled. Lead remains implanted at this time.

Manufacturer narrative:
The lead was repositioned on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Manufacturer narrative:
The lead was repositioned on (B)(6) 2024.